Event description:
The manufacturer received information alleging a trilogy evo data cut off due to bad firmware. There was no harm or injury reported. The manufacturer instructed the customer to install the latest firmware version and to initiate a new patient setup on the device to address the problem.